Event description:
The following has been reported to hamilton medical ag on 23 may 2024 it was reported by hamilton medical inc, that on 19 may 2024, a hamilton-t1 (sn (B)(6)), delivered air flow is lower than internal air flow sensor reading" "at 21% o2, set 9 lpm, measured 7.9, 18 = 16.3, 27=24.8 o2 mixer test: 21 set = 21%, 61 = 64%, & qo2 = 8.4 lpm, 90 = " . Flow system test fail. As immediate corrective action, pneumatic tests in service software have been run. No patient involved. As per preliminary investigation, the delivered flow qvent/qaw does not match with the external measurement. Potential root causes that could be associated to this issue are as follow: external device is set to stld instead of atp; external fs not calibrated defective; external fs leak (e.g obstruction valve, tubing, fs); rinse flow asymmetric; oscillation, turbulence before qvent sensor (1st generation); defective qvent sensor; pflow sensor defect, az leakage (pressure sensor assembly). Possible correction that might be considered are as follow: make sure the external measurement is set to atp if qvent does not match the external measurement then: check for leaks (check obstruction valve) ;install flow mesh msp161944 (1st gen hw only, see kb-ID 3145); replace qvent if problem remains; if qvent matchs external measurement , but qaw is out of range, then: check expiratory valve / membrane cover if properly seated; check breathing circuit for leak ; calibrate flow sensor; check rinse flow; replace flow sensor; replace pressure sensor assembly if problem remains (sensor defect, az leakage). According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 23 may 2024. It was reported by hamilton medical inc, that on (B)(6) 2024, a hamilton-t1 (sn: (B)(6), delivered air flow is lower than internal air flow sensor reading" "at 21% o2, set 9 lpm, measured 7.9, 18 = 16.3, 27=24.8. O2 mixer test: 21 set = 21%, 61 = 64%, & qo2 = 8.4 lpm, 90 = ". Flow system test fail. As immediate corrective action, pneumatic tests in service software have been run. No patient involved. As per preliminary investigation, the delivered flow qvent/qaw does not match with the external measurement. Potential root causes that could be associated to this issue are as follow: external device is set to stld instead of atp, external fs not calibrated, defective external fs, leak (e.g obstruction valve, tubing, fs), rinse flow asymmetric, oscillation, turbulence before qvent sensor (1st generation), defective qvent sensor, pflow sensor defect, az leakage (pressure sensor assembly). Possible correction that might be considered are as follow: make sure the external measurement is set to atp if qvent does not match the external measurement then: check for leaks (check obstruction valve), install flow mesh msp161944 (1st gen hw only, see kb-ID 3145), replace qvent if problem remains, if qvent matchs external measurement, but qaw is out of range, then: check expiratory valve / membrane cover if properly seated, check breathing circuit for leak, calibrate flow sensor, check rinse flow, replace flow sensor, replace pressure sensor assembly if problem remains (sensor defect, az leakage). According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only. An UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6) was not labelled with an UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided; this is in alignment with the information on the label on the device with the serial number: (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During routine testing, specifically during the execution of the "air flow & o2 mixer" tests, the ventilator exhibited discrepancies between the delivered air flow and the internal air flow sensor readings. No patient was involved. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The software test (maintenance) was conducted but a malfunction could not be confirmed.

Event description:
The following has been reported to hamilton medical ag on 23 may 2024 it was reported by hamilton medical inc, that on 19 may 2024, a hamilton-t1 (sn (B)(6)), delivered air flow is lower than internal air flow sensor reading" "at 21% o2, set 9 lpm, measured 7.9, 18 = 16.3, 27=24.8 o2 mixer test: 21 set = 21%, 61 = 64%, & qo2 = 8.4 lpm, 90 = ". Flow system test fail. As immediate corrective action, pneumatic tests in service software have been run. No patient involved. As per preliminary investigation, the delivered flow qvent/qaw does not match with the external measurement. Potential root causes that could be associated to this issue are as follow: -external device is set to stld instead of atp -external fs not calibrated -defective external fs -leak (e.g obstruction valve, tubing, fs) -rinse flow asymmetric -oscillation, turbulence before qvent sensor (1st generation) -defective qvent sensor -pflow sensor defect, az leakage (pressure sensor assembly) possible correction that might be considered are as follow: make sure the external measurement is set to atp if qvent does not match the external measurement then: -check for leaks (check obstruction valve) -install flow mesh msp161944 (1st gen hw only, see kb-ID 3145) -replace qvent if problem remains if qvent matchs external measurement , but qaw is out of range, then: -check expiratory valve / membrane cover if properly seated -check breathing circuit for leak -calibrate flow sensor -check rinse flow -replace flow sensor -replace pressure sensor assembly if problem remains (sensor defect, az leakage). According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11.